Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
As reported by the ous affiliate, while preparing for a procedure, the surgeon noticed that the back of isocool tips were broken. No delays were reported.

Manufacturer narrative:
Upon completion of the investigation it was noted that the evaluation of the isocool tips (2) revealed that one of the tips has a broken engagement plug. This damage is associated with improper and/or aggressive handling resulting in tip breakage. It is likely that excessive force was applied to the returned tip when assembling into the isocool handle and caused the engagement plug to break, this however could not be determined. It is recommended that these tips be handled appropriately to prevent damage and insure proper function. There were no other anomalies noted on the returned tips. We will continue to monitor for this or similar complaints for this product code and lot number. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.